Event description:
On (B)(6) 2025, a facility representative reported via (B)(4) that an ar-8305 synergy resection shaver console got wet in a case, and it doesn't work. No patient was harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Device ar-8305, eaj200104 was subjected to functional testing per wi-000103653 using a known good test handpiece. All functional criteria were met. Each port was tested using an appropriate known good test device. No functional issues were observed. The voltages were checked on the handpiece and footswitch circuits using a multimeter and were found to be within normal values. An endoscope was used to visually inspect the hand switch board and the foot switch board. Moisture residue was found on the handpiece board at the connector component. The reported event of "an ar-8305 synergy resection shaver console got wet in a case, and it doesn't work" was confirmed and attributed to use error resulting in moisture intrusion.